Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 4cm balloon. Fiber disturbance was noted to the balloon, near the distal tip. A balloon rupture was visible underneath the fibers. No other anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house guidewire, and it passed with no issues. The balloon fibers were then stripped and a partial circumferential rupture was observed near the distal tip. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a partial circumferential rupture on the barrel of the balloon. The investigation is confirmed for material frayed, as the balloon fibers were frayed at the location of the rupture. Per the reported event details, the balloon was inflated near a stent. It is unknown if the stent contributed to the balloon rupture. Additionally, it was reported that the device was inflated with a syringe. The IFU (instructions for use) states that the use of a pressure monitoring device is recommended to prevent over pressurization. It is unknown whether the balloon was overpressurized or the use of a syringe contributed to the event. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured (at approximately 25-30 atm) during the first inflation in an arterial anastomosis. There was no reported retraction difficulty through the sheath. Reportedly, another pta balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.